Event description:
Allegedly the patient was revised due to the following mom complications: metallosis, chromium and cobalt toxicity, failed right total hip arthroplasty, pain and suffering. (Right).